Manufacturer narrative:
Device evaluation: the pump was returned assembled with the driveline severed approximately 5 inches from the pump housing. The severed portion of the driveline was returned. The sealed inflow conduit, the sealed outflow graft, bend relief, and bend relief collar were not returned. The inlet stator bearing cup revealed a dark red, tissue-like deposition, and the rotor bearing cup revealed a pink, tissue-like deposition. The thrombus had areas that were denatured and had a ring-like structure with laminate layering, which are indications that it likely developed over an undetermined period of time around the bearings while the pump was in operation. The depositions were of moderate size and may have impeded flow. A specific time period in which they developed and the duration of its presence in the pump could not be conclusively determined. The outlet stator revealed a pink, soft deposition. There was no evidence of lamination or denaturing, and there were no contact marks on the outlet section of the rotor to indicate that it was present in the pump while it was operating. The deposition had minimal flow area obstruction. The origin of the deposition and the duration of its presence in the pump could not be conclusively determined. Although a specific cause for the depositions and a time frame for which they were present in the pump could not be determined, they would have potentially contributed to the report of elevated ldh. No other depositions were identified. The pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Hemolysis and thrombosis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 73 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017, the patients lactate dehydrogenase (ldh) was 851 u/l, with a baseline of 282 u/l. The inr was 1.7 with a goal of 2-3 and no hematuria. The patient had a transient symptom of slurred speech and left arm twitching which lasted about 10-15 seconds. The neurologist was consulted and a head CT, CT angiography of head and neck, and an electroencephalogram (eeg) were performed and were negative. An echocardiogram was also with negative. The manufacturers technical services performed log file analysis on data from 20jun2017 to 29jun2017, and reported that the pump was operating as expected within the set pump parameters. The patient was sent home on an increased dose of coumadin, and lovenox. The inr was 2.9. There were no additional neurological events reported. The patient was readmitted to the hospital on (B)(6) 2017 with elevated ldh of 1365 u/l and the patient was symptomatic. Another log file was submitted and analyzed, and technical services reported that the pump was operating as expected. The patient underwent pump exchange on (B)(6) 2017. It was reported that the ldh after surgery was 777 u/l. No additional information was provided.